Event description:
Tampon cotton breaks off inside vagina [foreign body in reproductive tract]. Tampons hard to get out [complication of device removal]. Tampon cotton breaks [device breakage]. Case description: consumer reported via e-mail that the cotton breaks off inside and tampons are hard to get out. No serious injury reported.